Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with information on how to reset the pump, assisted with the reset, and instructed the customer to continue using the pump, advising them to call back if the issue recurs.